Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal to mid left anterior descending artery. After predilation, a 3.00x32mm synergy¿ drug eluting stent (des) was advanced but failed to cross the lesion. The device was removed smoothly; however, it was noted that the proximal part of the stent edge was lifted. The procedure was completed with a 2.75x32mm synergy¿ des. No patient complications were reported.

Manufacturer narrative:
A synergy ous mr 3.00 x 32mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified proximal stent damage. The 7 most proximal stent strut rows were damaged and slightly bunched distally. Struts from the most proximal stent strut row was lifted from the stent profile and bent back distally. The undamaged section of the crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed. The wings of the balloon cones were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip identified no tip damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The (B)(4) stenosed target lesion was located in the moderately tortuous and moderately calcified proximal to mid left anterior descending artery. After predilation, a 3.00x32mm synergy¿ drug eluting stent (des) was advanced but failed to cross the lesion. The device was removed smoothly; however, it was noted that the proximal part of the stent edge was lifted. The procedure was completed with a 2.75x32mm synergy¿ des. No patient complications were reported.